Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. To resolve the issue, the customer reset the pump and reported that when the pump turned on, the lock screen was frozen. There was no known impact to the customer's blood glucose. Customer confirmed an alternate method of insulin delivery was available.